Manufacturer narrative:
Attempts to attain information on resolution and the product serial number, have been without avail. If new information is received, this report will be updated.

Event description:
Boston scientific received information that during a recent clinical follow-up, this left ventricular lead exhibited appropriate sensing; however, failed to capture at maximum output. It was suspected the product had dislodged. While no adverse patient effects were reported the device was reprogrammed to dddr with a lead revision scheduled.